Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a trilogy evo ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was evaluated by the third party service center and the customer¿s complaint was confirmed. The unit failed the test and there was fungi and an infestation present. The unit was repaired and the blower need to be replaced.